Event description:
Customer reported that the insulin pump alarmed no delivery during the manual prime. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.